Event description:
The customer reported that the system displayed a generator error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The rep installed then removed a mini controller. The customers' controller was reinstalled. The system was tested and operates as intended.